Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra blue test strips were peeling and sticking together. The complaint was classified based on the customer care advocate (cca) documentation of the call. The patient reported that the test strips were peeling and sticking together around 9-10 am on (B)(6) 2019. The patient manages his diabetes with humulin insulin (no adjustments). He indicated that because he was unable to obtain a reading, he ate sugar to increase his blood glucose level about 30-45 minutes later. He reported that about an hour later, he felt symptoms of ¿nausea, fatigue, shaking and anxiety¿. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that alleged issue occurred before inserting the strip into the meter and more than one test strip from the vial was affected. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged issue with peeling and sticking test strips began and he was unable to obtain a reading.